Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion even after repeated attempts and was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3: updated event date b3 date of event: used the first day of the month of the bsc aware date since event date not provided. Device is a combination product.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion even after repeated attempts and was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3: updated event date. B3 date of event: used the first day of the month of the bsc aware date since event date not provided. Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.